Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly

Manufacturer narrative:
The issue was discovered when the user facility was trying to downloaded data logs. Per the manufacturer's technical support specialist, this can happen when new ccm's try to download data into an older technology data card. The issue does not occur when all the data logs are downloaded at once and not individually.

Event description:
It was reported that during the use of the device for a non-clinical activity, the central control monitor (ccm) displayed a "system computer needs service" message. There was no patient involvement.